Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a service code 205. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 205) has been confirmed. As received, the monitor displayed a service code 205 and was resetting. The cause of the monitor resets was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The pt received a replacement monitor.